Event description:
The contact stated the customer tested her glucose and received a reading of 98 mg/dl before she ate. She retested and received a reading of 42 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer then took her insulin and ate dinner. After eating, she passed out and was shaking. Paramedics were called, and they tested her glucose at 38 mg/dl. She was given a tube of glucose and taken to the hosp where her glucose was tested at 44 mg/dl. She was put on an IV and kept at the hosp for 5 hours. The meter and strips are to be returned for evaluation, and replacement products will be sent.